Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the clinical diabetes specialist reported that the user experienced hyperglycemia with large ketones while using insulin pump therapy. The user changed infusion supplies multiple times without improvement and later obtained a replacement insulin vial from the pharmacy. No hospitalization occurred. No long-term health effects were reported.

Manufacturer narrative:
Follow-up information received on 21-nov-2025 under (B)(4) indicated that the previously reported hyperglycemia and ketone event (initially filed under medwatch #3019004087-2025-03735) involved a bent infusion set cannula in addition to insulin that had been improperly stored. The user's healthcare provider later confirmed hospitalization in september 2025 for management of the hyperglycemic event. The user has since resumed ilet therapy without recurrence. No new information regarding device malfunction, labeling deficiency, or additional adverse health effects has been identified. This supplemental report is submitted to update the record with newly obtained information concerning the infusion set and hospitalization details.